Manufacturer narrative:
The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection, other-medical.

Event description:
Patient reported "infected w flesh eating bacteria" and "brain injury". Treatment: doxycycline, vacomyacine. This record is for the left side. The device remains implanted.